Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One labeled winding former with a suture and one needle were received for analysis. Product code vcp433. The swage and attachment area were noted as expected during the visual inspection of needle. The barrel hole of needle was examined under magnification and remnant suture was noted. The suture was examined, and the end was observed to be broken. This type of detachment mode is most likely related to improper tipping, as the suture is breaking away from the swage area. Additionally, a photo was provided showing one labeled winding former with a suture and one needle inside the plastic bag. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/30/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: what was being done when the needle pulled off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During passage through tissue. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Enclosed please find defect photo. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: h11 product code in investigation summary. H3 investigation summary: the product was returned to ethicon for evaluation. One labeled winding former with a suture and one needle were received for analysis. Product code vcp493. The swage and attachment area were noted as expected during the visual inspection of needle. The barrel hole of needle was examined under magnification and remnant suture was noted. The suture was examined, and the end was observed to be broken. This type of detachment mode is most likely related to improper tipping, as the suture is breaking away from the swage area. Additionally, a photo was provided showing one labeled winding former with a suture and one needle inside the plastic bag. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system.